Manufacturer narrative:
(B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that during attempted xen 45 gel stent implant, the "slider input is not constant (bounce off)." Patient contact was noted but there was no eye injury.